Event description:
This is an issue with sure-vue serum/urine hcg kits. When the urine is placed in the sample well, it begins to run like a normal test but when it gets to the "t" line a solid white line appears while the pink continues to cross the background. It is also taking longer than the normal 3 minutes for them to completely with the background remaining pink at the end of the timing period. Current lot being used is 0000888626. The line should "t" line should stay clear for a negative test or turn pink for a positive test result. The intent for the test system and internal control is a clear background.